Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. The pod was worn less than 1 hour, and then removed.

Manufacturer narrative:
The pod was received with cannula not deployed. Pod download data showed the first priming got completed prematurely, resulting in early completion of second priming. Timeouts and drive stall were observed in the beginning of the pod operation data that caused failure in deploying needle, even after completing the priming sequence. The actual cause of the timeouts and drive stall could not be determined. Bottom and middle batteries were measured to be low. Shelf mode current was found to be higher than the specification limit that contributed to low battery power. It could not be conclusively determined if it linked to the reported needle mechanism failure. Investigation of the pcb assembly found damage on a plated hole. Just above the bluetooth low energy system on chip (ble soc). It could not be determined if it contributed to the high shelf mode current of pcb assembly.